Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer cursor did not coincide with the position of the stylus. It was also indicated that the keyboard was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display cursor did not align with the stylus. The programmer was returned for service. There was no patient involvement.